Manufacturer narrative:
The reported sensor ((B)(4)) was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug assembly was inspected, no failure mode observed. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving a low sensor scan of 42 mg/dl when compared to an adc meter result of 109 mg/dl and the readings were not obtained within 10 minutes of each other. The customer experienced a headache and received unspecified third-party medical treatment and no additional information was provided. There was no report of death or permanent injury associated with this event.